Event description:
Used clear care plus 3 percent hydrogen peroxide with hydraglyde contact lens cleaning solution. Instructions followed exactly. Let lenses sit in solution for at least 6 hours. Inserted contact lens into left eye and experienced severe burning. Immediately removed lens and rinsed with saline solution. Re-inserted lens and still experienced burning feeling. I just purchased this product from my local (B)(6). Lot: h14123-1215 284973f exp: 08/31/2019. I feel this product is defective and should be pulled from the store shelves. I did contact the company yesterday but did not hear back from them yet. Strength: 3 percent hydrogen peroxide. Frequency: daily. How was it taken or used: ophthalmic. Date the person first started taking or using the product: (B)(6) 2018. Date the person stopped taking or using the product: (B)(6) 2018. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: doesn't apply. Why was the person using the product: clean contact lenses.